Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly revised due to instability; malalignment. Age at primary: (B)(6), side: r, primary asa: p1-fit and healthy, revision njr index no: (B)(4), sex: f, primary bmi: 30.